Manufacturer narrative:
The investigation has been completed for the reported issue of optical signal. The device was returned for evaluation. The returned pump was visually inspected. Cannula and catheter kinks were observed. The pump was connected to the aic in the lab and ran, no alarms occurred. The placement signal not reliable alarm was not reproduced. The saturated flow was also not reproduced. The pump ran within specification. The 5s parameters were tested in the lab and found to be within normal range. The rt log confirms a ps not reliable alarm. The alarm resolves once the pump is started. The rt log also confirms the saturated flow and shows that there was no heparin used. The cause of the optical signal issue was most likely biomaterial interacting with the sensor since the 5s parameters are unaffected and the ps not reliable alarm resolves once the pump is started. A pump tear down was completed, and biomaterial was found in the motor. The cause of the saturated flow was biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Before inserting the impella there was a ¿placement signal unreliable¿ alarm. The impella was started, and the motor current appeared normal, but the placement signal waveform (ps) was extremely high, and the left ventricle signal appeared more like an aortic pressure waveform but with its value significantly lower than the ps. The flows also were very higher than the average flows on the cp. The average flows are reported to be > 7 l/min. The medical staff was concerned about the alarm and values, the device was explanted and a replacement impella cp was placed. The patient survived the procedure.